Manufacturer narrative:
Follow-up # 1 (06/18/2012)-device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) with the following findings: on (B)(4) 2012, the meter was tested and the primary complaint was not confirmed. On (B)(4) 2012, the test strips passed all testing with no faults found. The retains were tested and also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving him inaccurate erratic readings as compared to his feeling/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6), 2012 at 5:00pm, the patient obtained the first alleged erratic reading of 296mg/dl. The patient stated that he manages his diabetes with the insulin pump and immediately took his usual dose of medication (unknown type of insulin on a sliding scale) in response to the reported issue. Twenty minutes after the alleged issue occurred, the patient claimed to have developed symptoms of feeling sweaty, disoriented, and weak. By 5:30pm, the patient tested again on the subject meter and obtained the second alleged erratic reading of 99mg/dl and shortly after, self treated with glucose tablets/gel in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes.